Event description:
It was reported that during a transjugular intrahepatic portosystemic shunt (tips) procedure with variceal embolization, the coil prematurely detached when being repositioned and could no be retracted. A snare device was used to retrieve the coil into the base catheter. A new catheter and two more coils of the same model and size were selected and used successfully to complete the case. No adverse effect to the patient was noted.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Manufacturer narrative:
No additional event information was received. The device was received and has been evaluated. Additional information: d10 (date device returned), h6, h10 (device evaluation). Investigation findings: items returned for evaluation: implant, items not returned for evaluation: pusher, introducer, catheter. The implant was returned stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation. Therefore, this investigation could not determine the mode of separation. Investigation conclusion: the reported complaint is non-verifiable. The investigation of the returned coil system found the implant to be stretched and separated from the pusher. The pusher was not returned for evaluation. Without the return and evaluation of the pusher to inspect the attachment monofilament, the investigation is unable to determine the mode of separation (i.e., unintentional vs normal detachment using a detachment controller). Since the investigation could not verify the mode of implant separation due to the absence of the pusher, the reported event is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretched implant, but this condition is consistent with the device experiencing forces exceeding the implant's yield strength.